Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller and one (1) battery were not returned for evaluation. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed two (2) instances logged on (B)(6) 2021 involving (B)(6) where the battery¿s relative state of charge (rsoc) value was logged between 101 and 201, which is indicative of a communication error. Additionally, review of the controller log files revealed two (2) controller power-up event, with an associated motor start event, logged on (B)(6) 2021 at 18:44:08 and at 19:23:08. The data point prior to the first loss of power revealed that an active adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 92% relative state of charge (rsoc). The data point after the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 95% rsoc and (B)(6) was connected to power port two (2) with 86% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port (1) and (B)(6) was connected to power port two (2). The controller was without power for forty-nine (49) seconds and one (1) minute and four (4) seconds, respectively. No anomalies were noted leading up to the losses of power. As a result, the reported events were confirmed. Here is no evidence that the lubrication servicing was performed on the reported battery. Possible root causes of the communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial or lot#: (B)(6). H3: yes h6: FDA method code(s): b15, b1. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Section e. Initial reporter was updated. End: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had an unexpected loss of power. It was also reported that the battery had a communication error. The controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Concomitant medical products: unknown defibrillator implanted (B)(6) 2012, unknown lead implanted (B)(6) 2012 additional products: heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2019 / serial #: (B)(4) UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 20-dec-2018. Labeled for single use?: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.